Event description:
Nurse was preparing to infuse 2 g cefazolin in d5w 100 ml minibag, "spiked" bag, opened clamp, tubing "primed" extremely slow. After taking normal problem solving effort, no change. No apparent crimps, occlusions in tubing, no apparent problems with in-line 0.22 micron filter. Tubing replaced with another of the same lot, no problem. Returned administration set to pharmacy.